Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed and the lead remains in use. The lead will continue to be monitored.

Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to have triggered multiple alerts due to increasing pacing impedance that varied but has become high/undefined. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a ring fracture had occurred. Later high rv coil impedance was observed so a coil fracture was also suspected. The lead was noted to have had oversensing/noise. The lead was partially explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.